Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed extensive external and internal damage to the casing, connector panel and compressor mount consistant with mis-handling. All damaged components including the compressor mount were replaced. The device was recertified and returned to the customer.. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.